Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient died coincident with peritoneal dialysis therapy. The cause of the death was not reported and it was unknown if an autopsy was performed. It was not reported if the patient was hospitalized prior to their death. Additional information was requested, but is not available at this time.